Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the tss called helpline after hours answering service. Needs assistance with low flow in an arctic sun device used for training.

Event description:
It was reported that the tss called helpline after hours answering service. Needs assistance with low flow in an arctic sun device used for training. Per follow up information received via task on 04sep2025, they ran a functional verification test, and it worked properly and noticed the flow issues when pads were connected, they were pretty old and think that¿s what was causing the issue.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings, and no sample was available for evaluation. The labeling is found to be adequate. A DHR could not be performed since no lot number was provided. No additional actions can be taken at this time. Corrections: d, e. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
Correction: b, d, g. Investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the tss called helpline after hours answering service. Needs assistance with low flow in an arctic sun device used for training. Per follow up information received via task on 04sep2025, they ran a functional verification test, and it worked properly and noticed the flow issues when pads were connected, they were pretty old and think that¿s what was causing the issue.